Event description:
It was reported that the patient underwent a plif using rhbmp-2/acs in an interbody cage to treat recurrent disc herniation. Postoperatively, heterotopic ossification was shown on CT scan, resulting in nerve root compression and pain. The patient underwent a revision surgery 1183 days post-op to remove the calcification. After the revision, the patient's pain disappeared.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7510600, product code nek was cleared in the united states. (B)(4). This part is not approved for use in the united states; however a like device catalog # 7510600, PMA # p000058 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.